Event description:
It was reported that the customer could not insert the charging cable into the usb port, resulting in difficulties charging the pump. The customer's blood glucose level was 76 mg/dl. Additional information was not provided. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.